Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The pump was unable to verify bolus anomaly and perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The pump was received with missing end cap sticker and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported of a bolus anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he was hospitalized back in april with high readings. The customer had ketones and was vomiting. The customer stated that there were no alarms in the alarm history. The customer reverted back to manual injections as she had lost confidence in the pump.